Manufacturer narrative:
Unit received with alarm due to broken motor slice. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump alarmed motion sensor test failure and insulin pump now completely unresponsive. The customer¿s blood glucose level was unknown. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.